Manufacturer narrative:
The device history records for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed out qat from heartsine technologies on the (B)(6)2014. Information from the device memory shows the device had been installed on the (B)(6)2014 and had been successfully power cycled multiple times throughout its period of installation, including the two days prior to the date of complaint on the (B)(6)2019 . During investigation, the device was successfully power cycled multiple times without fault. Furthermore, no measurable fault was identified on the unit and no abnormalities were found on the unit which would impede the installation of a pad-pak. The device was temperature cycled between 0-50°c with the returned pad-pak installed for 48 hours. Additional stress testing was carried out at 50°c 95%rh while performing self-tests every 20 minutes for 5 days. This combined testing equates to approximately 9.5 years of normal use without fault. This may suggest the reported fault had been due to a pad-pak being incorrectly seated within the device, or a fault had been present on the installed pad-pak. No pad-pak was returned for investigation. The customer was contacted on the (B)(6)2019 to request the return of the pad-pak used within the device (see communication log - re: urgent issue.msg). No further correspondence has been received to date. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p.

Event description:
No green status indicator flashing, device not working.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No green status indicator flashing, device not working.